Event description:
No additional information.

Manufacturer narrative:
A mz1000 china product was not available for investigation of pr 14263994; however, the customer confirmed that the complaint sample was from lot 25015459. The feedback provided by the customer states that, "the nurse discovered leakage from the transparent needle-free connector". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25015459 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2026, when the nurse was sealing the PICC line for the patient, she found that the transparent needleless connector was leaking. After immediately replacing it with a new transparent needleless connector, there was no leakage, and the sealing could be performed normally.